Event description:
The dreamstation bipap st30 device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device had error codes e041 and e036. Additional findings were not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the description of an event or problem previously reported, include the product UDI, and update the coding. The dreamstation bipap st30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and no evidence of foam particles/degradation was found. In addition, the device had error codes e041 and e036. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being submitted to correct the description of an event or problem previously reported, include the product UDI, and update the coding. The dreamstation bipap st30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and no evidence of foam particles/degradation was found. In addition, the device had error codes e041 and e036. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.